Event description:
New information on 08/09/2016 indicated that the noise complaint was on the right ventricular lead, not the pulse generator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited noise. The noise could not be reproduced. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.